Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned without the anchoring sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (evx600637s); product type: 0235-ICD; implant date 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to receiving a shock from their extravascular implantable cardioverter defibrillator (ev-ICD). A remote monitoring transmission indicated the patient received inappropriate therapy due to oversensing with noise on the extravascular (ev) lead.  Additionally, multiple episodes of oversening and t-wave oversensing (twos) were observed on stored episodes. It was further reported that the patient had a premature ventricular contractions ablation procedure in july, post the ablation procedure the patient's r-wave trend decreased. Reprogramming was attempted but was unsuccessful in preventing oversensing with patient arm movement or resistance and when patient would roll their body ongoing noise was observed. The device was programmed off and the patient was scheduled for a replacement procedure. During the explant procedure, it was noted only one suture was still holding the device and the device "was on edge". The xiphoid suture sleeve had two sutures and a suture in place where the constrictor knot typically would be. It was also noted the lead appeared to "have come back". The ev-ICD system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient has been coronavirus disease positive for four days and had taken three doses of paxlovid prior to admission for inappropriate therapy. Due to interaction between paxlovid and sotalol, both were discontinued.

Event description:
The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.